Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.

Event description:
It was reported that pump battery would not charge despite use of working wall outlet, tandem charging cable, tandem wall adapter, and attempts with different adapters and cables, and pump did not show low power or shutdown alarms. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and tandem technical support arranged replacement pump shipment, instructed customer to place pump into storage mode, reprogram pump settings, reconnect continuous glucose monitor to replacement pump, and return problematic pump with pre-paid label.